Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of episodes revealed that the implantable cardioverter defibrillator exhibited far r wave oversensing. The healthcare professional suspected the rhythm could be an atrial tachycardia. No device intervention was performed. The patient was in stable condition and no consequences were reported.